Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found.

Event description:
It was reported, during surgery for a crt device placement, the physician was unable to place a venogram balloon catheter due to the patient's anatomy, which described as "abnormal." Two different balloon catheters were attempted. Consequently, the surgery was aborted.